Event description:
It was reported that during an implant attempt the physician was attempting to remove the lead after analyzer testing and the helix would not retract even after numerous rotations. The lead was cut, the cut portion was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.